Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 27mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). The patient was presented with high gradient measured as 66mmh and the aortic valve angle was measured to be 343 degrees. A non-abbott cerebral protection system (cps) was placed; pre-implant balloon valvuloplasty (pre-bav) was performed using a 21mm, non-abbott balloon. During the procedure, no difficulty in insertion or crossing the annulus was noted. It was required to recapture the valve thrice as it was unable to be position on the left-coronary cusp (lcc) and an incomplete stent opening (iso) was observed. On the fourth attempt, the valve as able to be implanted at a depth of 4mm both on the non-coronary cusp (ncc) and lcc. Mild to moderate paravalvular leak (pvl) was noted; post-implant balloon valvuloplasty (post-bav) was performed using a 24mm, non-abbott balloon. Moderate pvl was observed with gradient reduced to 10mmhg. The patient remained hemodynamically stable throughout the procedure. However, on the following day, moderate pvl remained unchanged, but the gradient was increased to 30mmhg. The patient subsequently presented with anemia; gastrointestinal bleeding and fever. The physician also reported the patient having mini strokes. The patient had extended hospitalization. On (B)(6). 2026, the patient was discharged.

Event description:
It was reported that on (B)(6) 2026, a 27mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). The patient was presented with high gradient measured as 66mmh and the aortic valve angle was measured to be 343 degrees. A non-abbott cerebral protection system (cps) was placed; pre-implant balloon valvuloplasty (pre-bav) was performed using a 21mm, non-abbott balloon. During the procedure, no difficulty in insertion or crossing the annulus was noted. It was required to recapture the valve thrice as it was unable to be position on the left-coronary cusp (lcc) and an incomplete stent opening (iso) was observed. On the fourth attempt, the valve as able to be implanted at a depth of 4mm both on the non-coronary cusp (ncc) and lcc. Mild to moderate paravalvular leak (pvl) was noted; post-implant balloon valvuloplasty (post-bav) was performed using a 24mm, non-abbott balloon. Moderate pvl was observed with gradient reduced to 10mmhg. The patient remained hemodynamically stable throughout the procedure. However, on the following day, moderate pvl remained unchanged, but the gradient was increased to 30mmhg. The patient subsequently presented with anemia; gastrointestinal bleeding and fever. The physician also reported the patient having mini strokes. The patient had extended hospitalization. On 26 mar. 2026, the patient was discharged.

Manufacturer narrative:
An event of paravalvular leak (pvl), regurgitation and cerebral injury were reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information available, the presence of pvl may be attributable to procedural factors; however, this cannot be definitively determined. Similarly, the cause of the reported patient effects could not be conclusively established, and it is possible that the patient¿s underlying condition contributed to the event, though this cannot be confirmed. The reported unexpected medical intervention and prolonged hospitalization were the result of case-specific circumstances, specifically the need for post-implant valvuloplasty. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.